Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that air bubbles, damage, and foreign matter were found before use with bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, "fm in gel x5. Damaged tube x4. Dirty tube x6. Air bubbles in tube x1."

Manufacturer narrative:
H.6. Investigation summary : bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for fm in/on gel (burnt silica), scratch on tube, dent on tube and air bubbles embedded in plastic tube with the incident lot was observed. Evaluation of the customer samples was performed and fm in/on gel (burnt silica), scratch on tube, dent on tube and air bubbles embedded in plastic tube was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that air bubbles, damage, and foreign matter were found before use with bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, "fm in gel x5, damaged tube x4, dirty tube x6, air bubbles in tube x1".